Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had an epidural hematoma following an scs permanent procedure on (B)(6) 2021, resulting in the patient not being able to move or feel the bilateral legs. As a result, the system was explanted. Reportedly, all issues have resolved.